Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display on the insulin pump goes blurry and then blank. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. Customer was unable to troubleshoot as she did not have a battery to test. Blood glucose value is unknown. Nothing further reported.